Event description:
It was reported there was a potential baclofen overdose. The patient had hypotension and bradycardia following a revision of the intrathecal pump and catheter. Following implant, the physician gave a priming bolus followed by continuous infusion rate of 100 mcg/day. The pump was used to infuse baclofen (concentration 2000 mcg/ml). No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. Refer to manufacturer report # 3007566237-2015-00936 for revision event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).